Event description:
The labeling for this device includes the caution: this product should only be used in conjunction with a manometer to determine the appropriate delivery pressure. It is recommended that an adjustable relief valve be used to prevent pneumothorax. The complaint alleged that the dial on the elbow of the device (hyperinflation bag) was loose and moved when slightly touched. The reporter also alleged that when slightly touched, the pressure changed which required the physician to adjust the pressure. According to the hospital, the patient was not harmed. Company has been unable to obtain the details from the hospital regarding this incident. The information available to co at this time does not indicate the reported movement of the dial resulted or could potentially result in a death or serious injury.